Event description:
Slow flow with vancomcyin 2 g/ns 250 ml smartez {se0175-250; lot: s8h02} and caftriaxone 2 g/ns 100ml smart ez {se0200-100; lot s8d33}. {six (6) doses of vancomycin and four (4) doses of ceftriaxone had to be replaced); 100 ml, 200 ml /hr and smartez 250 ml, 175 ml/hr.